Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited the internal components of the device flooding due to adhesive peeling between objective lens and distal end causing a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the noisy image was due to fluid invasion in the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.